Manufacturer narrative:
(B)(4). Similar adverse event is being reported under: (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the patient experienced a skin reaction. The sensor was inserted into the abdomen and patient couldn¿t recall the specific date. The patient reported she was seen by her dermatologist for a previously reported (B)(6) 2019 dexcom related skin reaction and was prescribed antibiotics for a secondary staph infection that was alleged to have occurred as a result of wearing the sensor. The patient did not recall the date of medical intervention or prescription date. At the time of contact the patient indicated the staph infection has resolved after antibiotic regimen. No additional event or patient information is available.